Manufacturer narrative:
No physical anomalies seen in analyzed devices; any damage seen attributed to explant procedure.

Event description:
Product returned to medtronic for analysis - reported in medtronic database. No accompanying paperwork. Patient deceased on (B)(6) 2025 (no cause listed). Ipg implanted on (B)(6) 2019, leads. Implanted (B)(6) 2012.